Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.